Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's event history by a baxter service technician, it was discovered that a colleague infusion pump experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history during product evaluation. This condition was caused by debris found in the pumphead module channel. The debris was removed from the channel and it was cleaned to correct this condition. A service history review was performed revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).